Manufacturer narrative:
Evaluation summary: the control module was returned to the analysis site due to reports that the blue cable port is inoperable. The analysis site found that the control module's rotational motor assembly is causing the unit to display l4-003 errors and is directly related to the customer's complaint of blue cable port is inoperable. The site replaced the rotational motor assembly to correct the issue. The control module was functionally tested and was found to meet all specifications.

Event description:
The customer has reported that the motor drive in the blue cable port is inoperable. The unit was evaluated to find the connection dysfunctional. The biomed was able to use the same holster in the other customer's control module to finish the scheduled breast biopsy. No reported patient consequences reported.